Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the recipient experienced reduced and finally missing sound perception on the left implant side over the last weeks. Re-implantation is scheduled for (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly the recipient experienced reduced and finally missing sound perception on the left implant side over some weeks. No trauma or accident was reported. Re-implantation took place on (B)(6) 2019.